Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 1627487-2018-04280. It was reported that patient was experiencing pain at the lead incision site. During examination, it was noted that part of the lead body had become superficial in the incision site and patient was also experiencing ineffective stimulation (reference MFR report: 1627487-2018-04284, 3006705815-2018-00953). As a result, patient underwent a surgical intervention on (B)(6) 2018 and scs system was explanted.